Manufacturer narrative:
Per pump user guide instructions for use: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c).

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to extreme temperatures prior to the malfunction occurring. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A manual insulin injection was administered to address bg. The customer reverted to manual injections for insulin therapy.